Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx otw coronary, drug eluting stent was used to treat a moderately tortuous, moderately calcified lesion in the left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the stent dislodged during delivery to the lesion. The dislodged stent was removed using a snare. The patient is alive with no further injury.